Event description:
Attempting to intubate neonatal intensive care unit (nicu) infant. When visualizing the trachea, the blade is noted to deviate to the right. Had trouble stabilizing the epiglottis and blade slipped. Flexicare blade is slick versus previous blades used that were matte. When looking down from above, with blade open on handle, the blade is on the side. When lifting up, the pressure is to the side, distorting the view. Manufacturer response for laryngoscope, rigid, britepro omni single-use laryngoscope mini handle with miller 0 (per site reporter) recommended we provide more education.